Event description:
It was reported that there was a delayed response on the bottom half of pump touchscreen. There was no reported adverse impact to the customer¿s blood glucose level. Customer will continue to use current pump for insulin therapy.